Event description:
Same event as MFR report #: 2134265-2010-00795. It was reported that in preparation of a percutaneous coronary rotational atherectomy interventional procedure, wire securement issues occurred. The physician was using the torque accessory of the rotawire guide wire, and reported that the torque device was not holding the wire securely. The physician exchanged it for a second torque device, and the same issue occurred. Exchanging it to a third torque device, the physician was able to complete the procedure successfully. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same event as MFR report #: 2134265-2010-00795. It was reported that in preparation of a percutaneous coronary rotational atherectomy interventional procedure, wire securement issues occurred. The physician was using the torque accessory of the rotawire guide wire, and reported that the torque device was not holding the wire securely. The physician exchanged it for a second torque device, and the same issue occurred. Exchanging it to a third torque device, the physician was able to complete the procedure successfully. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: the wireclip torquer is damaged , it could not hold the rotawire. Visual examination found the snap rings cracked. Both rings were sent to sem(scanning electron microscopy) fracture analysis. Results: "examination of the fracture site revealed the presence of a tear overload action. The fracture propagated from the inside wall surface to the outside wall surface of the material. No material anomalies were observed". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).